Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation, and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during the procedure, the preliminary preparation work was completed, and the microcatheter was in place through the guide wire. The stent was pushed in the microcatheter and could not be pushed. After taking out stent, foreign bodies / a white foreign substance was found in the stent pusher. The procedure was completed after replacement with the same type of stent. The patient was reported to be fine.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned stent system found the stent returned fully deployed and the pusher returned with damaged warning marks. The white material observed bunching on the pusher is the warning mark polymer sleeve, which is part of the pusher and is not a foreign substance. The physical evaluation of the device could not identify the conditions or circumstances that led to the bunched polymer sleeve, but this condition is consistent with forcing the delivery wire through an over-tightened rhv.

Event description:
Please see section h11 for device investigation results.